Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. There was no report of death, serious injury or mistreatment.